Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dizziness ("constant dizziness, and I would be off balance"), migraine ("migraines"), amnesia ("memory loss"), abdominal pain lower ("pain:lower abdominal area") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, fatigue, dizziness, weight increased, migraine, abdominal pain lower and anxiety had resolved and the amnesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, dizziness, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for neuro problems, weight gain, migraines, headache. Discrepancy noted for essure insertion date:- (B)(6) 2015. Current weight: 290 lbs. Insertion details:- 3 trailing coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Imaging procedure - on (B)(6) 2015: essure confirmation test results of confirm. Test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Added event memory loss, anxiety, lower abdominal pain. Updated outcome of events from unknown to recovered/resolved. Concomitant condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nervous system disorder ("neuro condit/problems") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, fatigue, nervous system disorder, weight increased and migraine had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, migraine, nervous system disorder, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for neuro problems, weight gain, migraines, headache. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test results of confirm. Test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information was added. Case becomes incident. Essure removal date was provided. The event injury nos was replaced with new event added abdominal pain, pelvic pain, dyspareunia, genital bleeding, fatigue, neuro problems, weight gain, migraines, headaches and all event outcome added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.